Event description:
An aq2003v three piece silicone lens was returned with a torn haptic. Additional info has been requested from the user facility, but none has been forthcoming. If additional info is received, a supplemental med watch shall be sent.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that one haptic was torn off and missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.